Manufacturer narrative:
D10: concomitant product: sigsbchgr- sig power sigsbchgr one -bay charger, lot# unknown. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted there were no abnormalities that would have caused or contributed to the reported condition. Functional testing noted the handle had 288 of 300 procedures remaining. A clamshell and adapter were connected to the returned device and calibrated successfully. The device was able to fire without issues on the a1 test fixture. A reload was attached to the device and was able to clamp and articulate without any issues. It was noted that the handle was running v29.5 software. The data saved to the system was examined and no indication of the handle being unable to charge was found. It was reported that the power pack was not adequately charged or cannot hold a charge. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: no free queue full. Analysis of the handle log noted a fatal error caused by software restrictions on the queue. This failure will result in the handle becoming unresponsive. The most likely cause for the additional condition is traced to software coding. The cause of the observed error was due to a software restrictions on the capacity of the queue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to procedure, it reached a state where charging cannot be done at all (blackout). There was no noise. Another handle was connected to the same battery charger, and was able to fully charge. There was no patient involved. It was noted that during the previous month, there was a noise that started to appear on the back monitor during startup, but power was turned on and could be operated without any problems, so it was a wait-and-see situation. Medtronic's initial evaluation of the incident is that the investigation detected an unreported condition of no free queue full that has no relationship to the reported condition.